Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality controls, which were acceptable. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and determined that the reagent probe 3 (rp3) and wash 1 on the main manifold were leaking. The cause of the discordant, false (B)(6) total results on five patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, false negative total antibodies to (B)(6) core antigen ((B)(6) total) result was obtained on one patient sample on an advia centaur xp instrument on (B)(6) 2016. The laboratory retested the sample on an alternate platform as the patient history was known to be (B)(6). A (B)(6) result was obtained on the alternate platform. The laboratory performed a look-back of all (B)(6) patient results on the high-end of the advia centaur (B)(4) total (B)(6) interpretation and discovered four additional discordant, false (B)(6) results obtained from (B)(6) 2015 to (B)(6) 2016. The discordant results were reported to the physician(s). All samples were repeated on an alternate instrument except (B)(4) and all samples were repeated on the same instrument except (B)(4). All samples resulted (B)(6) upon repeat testing and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false (B)(6) results.

Manufacturer narrative:
The initial MDR 2432235-2016-00104 was filed on march 04, 2016. The first supplemental MDR 2432235-2016-00104_s1 was filed on march 15, 2016. Additional information (04/11/2016): a siemens headquarters support center (hsc) specialist reviewed the service report, which stated that reagent probe 3 and wash 1 on the main manifold were leaking. The hsc specialist determined that the leaking at the wash 1 fittings could impact delivery of the wash 1 fluid to the wash separation manifold. Optimal wash1 dispense is critical during the wash sequence of the assay to ensure accurate assay results. The cause of the event could not be determined, as only one assay was impacted.

Manufacturer narrative:
The initial MDR 2432235-2016-00104 was filed on march 04, 2016. Additional information (02/18/2016): a siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse replaced the wash 1 reagent probe fittings at the manifold and primed the wash 1 reagent probe lines to address a leak and verified that the leak was resolved. The cse removed and cleaned the aspirate probes, verified the cuvette bottom position and verified that the aspirate probe was aspirating properly. The cse completed dispense and aspiration on wash separation ports and checked the sample and reagent probe positions. The cse adjusted the probe cuvette bottom positions and ran dark counts with cuvette, which were acceptable. The cse performed acid and base dispenses, cleaned wash ports and performed empty and fill operations of cuvettes. The customer performed calibration and ran quality controls. The cause of the discordant, false negative hbc total results on five patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.